Event description:
Reporting status: serious injury. Reporting rationale: separated guide wire remains in pt. Device issue: guide wire separation. It was reported that in 2005, another company's 2.5 x 24 mm stent was implanted. In 2006, target vessel revascularization was performed on a mid segment 90% stenosis. The diagonal was accessed using a bmw guide wire and lesion was predilated with another company's 2.0 x 13 mm balloon. An attempt was made to deliver a 2.0 x 15 mm mini vision stent; however, it was unsuccessful. A second bmw guide wire was placed in the diagonal branch and again the stent was attempted for delivery. At this point, the stent was dislodged in the left main. The left femoral artery was accessed with an 8f sheath and using a snare, the dislodged stent was removed. The second bmw guide wire passed behind the original stent and could not be removed. After a few attempts, the bmw guide wire broke and a piece of the guide wire remained behind in the previous stent. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusions summation -product performance engineering reviewed the incident information. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. The case said that when the guide wire was passed behind the stent, it could not be removed. This may have trapped the guide wire and caused it to fracture in the removal attempt. The guide wire was not returned; therefore, a definitive root cause of the reported issue cannot be determined. The mini vision indicated in the event description and in the concomitant medical products has been reported under MFR #2024168-2007-00377.